Event description:
A customer reported that the technician inserted the 30 degree wedge filter, completed the treatment, and while rotating the gantry, the wedge filter fell out of the machine. There was no patient/user injury.

Manufacturer narrative:
Though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.